Event description:
A facility reported that following intraocular lens (iol) implant surgery, a patient was not satisfied with her vision and she has difficulty reading at near and intermediate. Additional information was received from the surgical coordinator who reported the lens was exchanged. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information on 06/14/2012 and 06/26/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).